Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, while trying attach the suture to the trocar the piece on the trocar broke off. The broken fragment was recovered. The trocar was removed and replaced to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch # a9de5h. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the h12lp device was received with one suture tie post broken. The suture tie post was returned inside a plastic bag. The device was visually inspected and no damaged found on the sleeve. No conclusion could be reached as to what may have caused the reported incident. One possible cause for the damage found on the suture tie post may be excessive force applied after device is sutured down. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.